Manufacturer narrative:
The technician found the latch bolt was missing. The technician replaced the latch bolt to repair the bed.

Event description:
Info received indicates the side rail is not locking.